Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the tfna fem nail ø10 r 130° l340 timo15 (part # 04.037.054s, lot # h315250, mfg # 09-mar-2017) was received at us customer quality with the nail broken close to the proximal hole where the helical blade is inserted. This is consistent with the reported complaint condition, thus confirming the complaint. There were no drill marks observed within the proximal end of the nail. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft close to the fracture site, measured 15.66 mm (caliper ca818). This is within the specification of 15.66 mm ± 0.1. Document/specification review: respective drawings were reviewed; work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria apart from the planned nr. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all-dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all-dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that broken nail tfna found and cause is unknown how occurred damaged. The patient was undergoing for revision surgery for new implant. Surgeon used angled blade plate to resolve the issue. All implant was removed, and procedure was successfully completed. There are no patient consequences. Concomitant device reported: unknown helical blade (part # unknown, lot# unknown, quantity #1), unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1). This is report for 01 of 01 of (B)(4).